Event description:
The consumer alleges the following: the motors have been replaced twice, the joystick fell off, the rear part of the arms broke off, the headrest will not move, and the left foot plate fell off causing the consumer to run over her feet. No injury is alleged. The consumer had previously submitted a quality complaint on (B)(6) 2011 on # (B)(4).

Manufacturer narrative:
No RMA has been issued for the return of this device or device components. The consumer stated that the dealer would not help her with issues on her wheel chair. Initial information provided by the dealer indicated that the consumer was abusing the wheel chair and the dealer would not provide service. Customer service was seeking a recommended alternate dealer for the consumer. (B)(4) user manual part no 1143190 rev I - 06/10 provides the consumer warnings, dangers, guidance on usage and maintenance of the wheel chair. It is unknown if the consumer read and fully understands the user manual. Page 11 of the user manual states: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician.